Event description:
Intera oncology was notified that a physician had scheduled a pump replacement procedure to replace pump serial number (B)(6). During the bolus pathway flush step for replacement pump serial number (B)(6), the operating room team was unable to flush the catheter. The scrub technician accessed the pump a total of four times without success. During each access attempt, the intera field representative visually confirmed that the bolus needle was advanced to the metal bottom of the pump septum. Following septum access and unclamping, the scrub technician reported significant resistance during attempted infusion. No fluid could be injected, and no fluid was observed exiting the distal tip of the catheter. The initial side-bolus needle (sbn) was used for two access attempts, followed by three additional attempts using a backup sbn. The technician reported feeling contact with the metal bottom of the pump during each attempt. Intera field representative observed all access attempts and confirmed that the same technique was used throughout. Despite these attempts, flushing could not be achieved. The operating room team had previously received training on hepatic artery infusion (hai) pump preparation; however, this was the scrub technician's first live pump preparation procedure. No additional personnel attempted the bolus procedure. After the fourth unsuccessful access attempt, pump serial number (B)(6) was opened and prepared. The team was able to successfully prepare and flush pump (B)(6).

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On june 11, 2026, intera oncology received the device for evaluation. As of today, the device is being investigated. Therefore, once the investigation is complete, a supplemental report will be submitted.